Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction codes reappear.